Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had a leak. The pneumatic buffer was verified and it did not exceed 10cmh20, but the leak persisted. There was no patient injury.